Event description:
The facility's clinician reported an infusion pump where the infusing light would light up, but the pump would not infuse. No pt injury or medical intervention resulted from this reproted problem. The pt involved did not receive any medication during their surgery. Although attempts were made by baxter to obain add'l info from the reporting facility, details were not available regarading pt demographics, medication involved or the set up of the infusion device.